Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010, for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence are 7 different study dates in which an individual MDR report wil be submitted for each associated study date and medical record number/s (mrn) identified.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of "the tricuspid valve leaflet appearance is consistent with rheumatic disease" has been changed to "the mitral valve leaflets are moderately thickened." Rheumatic heart disease is the most serious sequelae of rheumatic fever occurring in approx 30% of rheumatic fever pts. Pts with acute rheumatic fever may develop varying degrees of pancarditis with associated valve disease, heart failure, and pericarditis. In this issue, the intent of the original sentence is to describe the tricuspid valve leaflets as having the appearance of a pt with a history of rheumatic fever and suggesting the possibility of rheumatic heart disease. The changed sentence has a different clinical meaning indicating that a different valve, the mitral valve, and indicating that the leaflets appear thickened. This could result in misdiagnosis and inappropriate treatment. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).